Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement is known to cause or contribute to patient injury. Device issue: stent dislodgement. It was reported that as the rx vision stent delivery system (sds) was pulled back to align the stent in the lesion, the stent implant dislodged. The sds was used to recapture the stent and it was able to be deployed in the intended lesion site. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The patient anatomy was not described in the case details, which may have aided the investigation. In this case, no patient effects were reported as a result of the dislodgement, as the stent implant was deployed at the intended site even after the difficulties experienced. However, a definite root cause for the stent dislodgement cannot be determined.